Event description:
It was reported that a lead could not be completely inserted into the attempted cardiac resynchronization therapy defibrillator's (crt-d) right ventricular port. It appeared that the lead insulation just proximal to the lead pin plug prevented insertion, resulting in high impedance measurements. An attempt was made to lubricate the lead pin with patient adipose prior to insertion but yielded the same result. The lead was successfully re-inserted into the old crt-d and inserted into a second new crt-d with no issue. The second device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.